Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to stress related problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: excessive force from the bending section could have affected and damage the ccd elements that caused the image issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope video goes in and out when flexing the tip. The issue was found during inspection/setup prior to clinical use.